Manufacturer narrative:
After further evaluation, the suspect medical device was changed to the architect i2000sr analyzer list 03m74-02, serial number (B)(4) for this issue. MDR number 1628664-2018-02073 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. MDR number 3005094123-2018-00035 was submitted for the issue using lot 82186ui00 and MDR number 3005094123-2018-00068 was submitted for the issue using lot 85141ui00.

Event description:
The customer observed multiple falsely elevated results while using architect total b hcg reagents. The following data was provided. Sid (B)(6) initial 414.24 miu/ml (positive), repeat less than 1.2 miu/ml (negative). Sid (B)(6) initial 1590.22 miu/ml (positive), repeat less than 1.2 miu/ml (negative). Sid (B)(6) initial 1563.44 miu/ml (positive), repeat less than 1.2 miu/ml (negative). Sid not provided ((B)(6)) initial 208.15 miu/ml (positive), repeat less than 1.2 miu/ml (negative). Sid not provided (age and gender not provided) initial 248.2 miu/ml (positive), repeat less than 1.2 miu/ml (negative).